Event description:
I was going to bed when I noticed a bright light out of the right corner of my eye. A good-sized flame was coming from the back of my resmed bipap machine. Within seconds, it caught the hose on fire and damaged personal items. Pictures upon request.